Event description:
Event description guidant received information that during a post shock therapy interrogation, it was discovered the shocking impedances were less than 20 ohms and the rate/sense impedances were more than 3,000 ohms on a competitor's lead. In addition, the guidant left ventricular lead measured impedances over 2,000 ohms. It was questioned whether there was a shorted lead within the device header.